Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and cubie was failed. A field service engineer (fse) found that the station was not communicating due to a static internet protocol (ip) conflict. The static ip setting was changed to automatic. Communication access was tested and verified, confirming that the station updated successfully with no communication errors. No issues could be duplicated with the drawers or cubies, and multiple tests were performed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not communicated about hardly 6 hrs. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.